Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple occurrences of the pump delivering insulin "inconsistently". Reportedly, the customer experienced a low blood glucose (bg) level of 27 mg/dl. The customer received juice from the emergency medical transport (emt), and bg level increased to 64 mg/dl. At the time of the reported event, the customer attempted to deliver a bolus for 8 units of insulin, and did not observe insulin exiting from the end of the tubing until the pump displayed that 5 units had been delivered. Then, the insulin "rapidly squirted" out of the tubing. Reportedly, the customer did not observe any alerts or alarms. Although requested by the clinical diabetes specialist (cds), the customer declined offer to perform troubleshooting.